Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
(B)(4). Event occured in the united states. The patient reported three incidents of crimped infusion set cannulas, occurring on (B)(6) 2025. Site of insertion was abdomen. The patient's blood glucose levels were high. To address the high blood glucose, the patient administered a correction bolus via pump. One of the infusion set was in use for about an hour. The patient successfully replaced the infusion set and resumed insulin delivery. No further information available.